Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be advanced to apical position and in mid basal position, high pacing thresholds and phrenic nerve stimulation were reported. The lead was no longer used and a new lead was implanted. The patient was in stable condition.